Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: component loosening (cup), pain, component malalignment. Update received 7th april 2014. Full information and corrected scf received 17th april 2014. Malposition is not a reason for revision. Reason for revision: component loosening (cup), pain. Update alert date 8th feb 2017. Confirmation of a deceased patient. There is no indication that the device contributed to death. Added additional reason for revision. Additional reason for revision : elevated ion levels. Date of death (B)(6) 2016.